Event description:
It was reported that force sensor issue occurred after replacing plunger printed circuit board. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case cracked on both lower right and left corners; bottom case cracked at left bracket. Reported problems were duplicated when performing a motor drive and occlusion test. After re-calibrating the force sensor, the force sensor was still not in specification. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced worn: plunger case seal, plunger cable, plunger float, delrin washer, cracked top and bottom cases and contaminated plunger circuit board.